Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found that the plastic luer fitting on the iab fill port on condensate removal module (crm ) was loose due to being worn. To fix the issue the fse replaced the plastic luer fitting and performed functional verification on the device to meet factory specifications. The iabp was then released to the customer and cleared for clinical use

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.